Manufacturer narrative:
Additional: (name, email), (phone number), evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pulmonary lobectomy. The stapler was unable to fire. The device did not progress the sheet. They opened a new stapler to complete the case. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pulmonary lobectomy. The stapler was unable to fire. The device did not progress the sheet. There was no patient injury.